Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The cause of the AED not powering on was related to the customers failure to maintain the battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed. Once the new battery was installed and a manual self test performed the AED functioned as designed and was able to stay in service.